Manufacturer narrative:
(B)(4).

Event description:
It was reported "the 2 lumen 16cm cv-12702 without guide. The 3 lumen 20cm when the swg was advanced as usual but at removal it unravelled and loss of initial shape. This happened several times." The device was removed and replaced. Additional information was requested from the customer, however further details have not been provided at this time. Associated MDR numbers include: 3006425876-2024-01120.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guidewire unraveled and loss of initial shape was able to be confirmed by the photo, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." It also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the 2 lumen 16cm cv-12702 without guide. The 3 lumen 20cm when the swg was advanced as usual but at removal it unravelled and loss of initial shape. This happened several times." The device was removed and replaced. Additional information was requested from the customer, however further details have not been provided at this time. Associated MDR numbers include: 3006425876-2024-01120.